Event description:
Apex knee manipulation under anesthesia - joint tightness.

Manufacturer narrative:
(B)(4) initial report. The appropriate device details were provided. The manufacturing records will be identified and reviewed. Additional information was requested, such as x-rays, operative notes, patient age and activity level, medical history and weight and an update on the patient post revision. Conclusions will be provided in a supplemental report. Note: this report is filed with the FDA due to an adverse event  experienced with a device that is similar to those placed on the  market in the USA, however, this  event occurred outside of the USA. The submission of this report does not constitute an admission that  the device, reporting entity, entity's representative or distributor caused  or contributed to this event.

Manufacturer narrative:
(B)(4). Final report. The appropriate device details were provided. The manufacturing records were identified and reviewed. Part conformed to material and dimensional specifications at the time of manufacture. It was reported that the patient did not appear to follow post-op protocol of rehab and physio. Data from the surgery shows that the patient was achieving 120 degrees immediately post-op. Mobility has now been restored. Additional information was requested, such as x-rays, operative notes, patient age and activity level, medical history and weight and information if the patient had a trauma. It was reported that the patient had no trauma and that no further information could be provided. No further investigation can be performed and the root cause is established to be external. This case is now considered closed. Note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.